Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak on the liberty select cycler during treatment. The patient found a puddle under the cycler (fluid leak). It is unknown where or when the fluid leak occurred. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the cycler replacement. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and failed due to a grinding noise traced to motor pump a. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak on the liberty select cycler during treatment. The patient found a puddle under the cycler (fluid leak). It is unknown where or when the fluid leak occurred. In addition, the patient also reported that the cycler alarmed several times with an air detected in cassette warning during treatment. Air bubbles were present in the tubing. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the cycler replacement. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.